Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 200-300s mg/dl with a low level of ketones. A bolus via the pump was delivered to address the bg level. The customer received the occlusions using the t:90 infusion set and after changing the contact detach infusion set, the occlusions did not reoccur. The customer thought that scar tissue may have contributed to the occlusions. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to confirm the cause of the occlusions.